Event description:
It was reported that the procedure was to treat an unspecified artery. The nc trek rx balloon dilatation catheter (bdc) failed to deflate and a guideliner was used to remove the device mostly deflated. There was no difficulty removing the stylet or protective sheath. The device was prepared (air aspiration) outside the anatomy prior to use. The contrast mix was 80/20. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. It was reported that the contrast mix used in the procedure was 80/20 (80 contrast/ 20 saline). It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU) specifies that the contrast is 60% contrast medium diluted 1:1 with normal saline. Contrast that is more concentrated can lead to slower inflation and deflation times. In this case, it is likely that the concentrated contrast solution contributed to the reported failure to deflate. Additional treatment with a guideliner was used to remove the device mostly deflated. The investigation determined the reported failure to deflate appears to be related to user error; however, the reported unexpected medical intervention appears to be related to circumstances of the procedure. It was reported that the contrast mix used in the procedure was 80/20 (80 contrast/ 20 saline). It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU) specifies that the contrast is 60% contrast medium diluted 1:1 with normal saline. Contrast that is more concentrated can lead to slower inflation and deflation times. In this case, it is likely that the concentrated contrast solution contributed to the reported failure to deflate. Additional treatment with a guideliner was used to remove the device mostly deflated. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.